Event description:
It was reported that low, out of range high voltage lead impedance was observed. Both device and lead were explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported impedance anomaly was confirmed in the laboratory via review of the programmer printouts. Bench testing indicated damaged high voltage output circuitry due to therapy delivery into a low impedance load. The cause of the low impedance load could not be determined.